Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that cartridge alarms (cartridge alarm 19) occurred with multiple cartridges during the load sequence. There was no reported impact to the customer's blood glucose (bg) level. No alternate insulin therapy was available to the customer when speaking with tandem technical support, and the customer did not respond to multiple follow up contact attempts.